Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient¿s implant located on their left hip hurt. The health care provider (hcp) told the patient they didn¿t implant the implantable neurostimulator (ins) deep enough and the top protruded while the bottom was deeper since implant on (B)(6) 2014. The patient had a stinging sensation at the lead/header block site. The pain had worsened since implant and the ins protruded and was tilted. The patient had weight loss and did not have any trauma or falls that could be related to the issue. The issue was related to positional movement as the pain was worse while the patient was sitting. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.